Manufacturer narrative:
The device was received undeployed. Download data shows high pulse widths and a drive stall before deactivation. The device completed both first and second prime. The rerun did not replicate a drive stall or timeouts. During investigation the needle mechanism was reset into the undeployed position. Manual rotation of the ratchet gear deployed the needle mechanism as intended. Brass shavings and markings were observed on the leadscrew. It could not be determined whether the brass shavings contributed to the high pulse width and drive stall. The exact cause of the high pulse widths and the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.